Event description:
The micro drill medium straight attachment was sent in for eval due to overheating during testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
During failure analysis the customer's complaint was confirmed. Visual examination revealed corrosion and debris within the bearings. The probable cause of the failure was attributed to the debris and corrosion. The micro drill medium straight attachment is not a reparable device.